Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied. The balloon was inflated to rate of burst pressure for 30 seconds using digital timer, without issue. A vacuum was then applied. The inflation device was verified at 10 atmospheres, before and after use with calibrated pressure gauge. The inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation, balloon material, tip, markerbands, and shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the upper arm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the upper arm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.